Event description:
A facility reported that during a procedure, after a microsensor (ID 826653) was implanted, the physician found that it was broken. The event occurred before implantation site closure. The procedure was completed with a replacement product available and the event led to 15 minutes surgical delay. No patient consequences.

Manufacturer narrative:
The microsensor (ID 826653) was returned for evaluation and returned device doesn't match with reported lot number. Device history record (DHR) - based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the returned device was evaluated, and it was observed that catheter was received in two pieces. The complaint is confirmed. Root cause analysis - the complaint could be confirmed in the complaint investigation. Potential root causes include improper use or excessive force on product; or mishandling of the catheter.